Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the evaluation of the images provided, a constricted section of the stent could be identified. Even though details of the strut pattern could not be identified, the constriction shows the characteristic of a stent twisting. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent can be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, it was reported that the vessel was 50% stenosed. Based on the information available, a definite root cause could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. The IFU states: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment....initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position...while maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum... With distal end of the stent apposing vessel wall, deployment continues with the following method: while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end". Regarding use of appropriate accessories and preparation of the device the IFU states: "flush the inner lumen of the device with saline prior to use."..."gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (...) Across the lesion to be stented via the introducer sheath. Predilation of the lesion should be performed using standard techniques. While maintaining site access with a guidewire, remove the balloon catheter from the patient.". Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that during a stent placement procedure to treat a 50% stenosis in the sfa, the middle section of the vascular stent did not fully expand upon deployment. An attempt was made to perform a balloon dilation but the balloon could not be passed through the narrow lesion. Then an angiography was performed which showed smooth blood flow. No patient injury was reported.